Event description:
The event is reported as: alleged issue: the physician was doing a sacrospinal fixation and wanted to make a knot in the suture (with the capio) and the suture snapped. No reported pt injuries.

Manufacturer narrative:
Product sample has not been received by manufacturer in time for this report. A device history record (DHR) review revealed that no issues or discrepancies were found which could potentially relate to this complaint.